Event description:
Patient was having a laparoscopic cholecystectomy. Surgeon inserted umbilical trocar with sheath. Trocar began to leak co2 gas. No injury to patient. Ethicon endopath excel trocar, (B)(4), 100mm shaft length, 12mm. Device was returned to manufacturer.